Event description:
It was reported the pt experienced strong stimulation after suffering a fall. The pt turned off his stimulation and reported to the hospital. A st. Jude medical rep met with the pt and was able to turn on the pt's stimulation to a comfortable amplitude; however, the pt then reported feeling uncomfortable stimulation in his ribs. Follow up info revealed a CT scan was done with no anomalies noted. Reprogramming was able to restore effective therapy.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.